Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective qvent correction: replace qvent.

Event description:
The following was reported to hamilton medical ag: summary:te 231012 qvent sensor defect.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective qvent. Correction: replace qvent. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: te 231012 qvent sensor defect.